Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: the inflation balloon burst was radial and longitudinal and there were no missing pieces from the balloon. Procedural cine and post procedural imagery were provided and revealed that the inflation balloon was burst radially and longitudinal, cine video showed that calcification was present on the native leaflets and the inflation balloon was fully inflated and valve was fully expanded. Dimensional testing was performed on the single wall thickness of the inflation balloon near the observed burst and was found to be within specification.  Functional testing was not performed due to the nature of the complaint.  The complaint was confirmed through visual inspection. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was confirmed based on visual inspection of the returned device. However, no manufacturing non-conformities were found in the returned sample. A review of dimensional and visual inspection revealed no indication of a non-conformance. A detailed root cause analysis for similar returned complaints has been written and summarized in an edwards technical summary. The technical summary provides the details why balloons are subject to increased risk of burst in a calcified annulus. As reported in this complaint, ¿the balloon has been completely inflated but not a lot of time and exploded¿. Per the cine video provided by the site calcification present on native leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary is applicable to this complaint because calcification was present in native leaflets, and it could have caused the balloon to burst. In this case, available information therefore suggests that patient factors (calcification) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. There was no edwards defect identified. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our french affiliate, during a transfemoral procedure with a 29mm sapien 3 valve in aortic position, the commander delivery system balloon was completely inflated when it burst. The valve was successfully deployed with no paravalvular leak (pvl). The delivery system had been prepped with nominal volume with no additional volume added to the balloon. The delivery system was retrieved through the esheath without patient injury. The patient was stable. The device will be returned. As reported, there were no device parts or pieces missing upon removal from the patient.